Manufacturer narrative:
D10: 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-31-36 - glenosphere, 36mm (B)(6) 320-31-40 - glenosphere, 40mm (B)(6) 320-35-04 - small posterior augment glenoid plate, right (B)(6) 320-40-03 - 145-deg pe 40mm hum liner +2.5 (B)(6) 321-52-07 - 3.2mm drill bit sterile (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had a right rtsa, underwent a revision procedure. The humeral tray was dissociated from the preserve stem. The torque screw was explanted and intact (did not appear broken). The reported event was related to a device breakage but no parts or pieces were in the wound site. The torques screw was revised. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted device is available for return. No further information. This is 1 of 2 reports for this event.